Event description:
It was reported that patient thought her device was malfunctioning about 3 days ago. It was indicated that 3 day prior to the call patient woke up in the middle of night with massive pain going down the legs, almost from where the leads are all the down to the toe like on the nerve where she was felt the pulse and felt like someone was stabbing her leg. It was indicated that ever since then she could hardly put pressure on that leg because of the shooting pain up the leg and shut the device off. The neurostimulator was turned off 3 days prior to call and she was still feeling the pulses from the implant. It was reported that there was no thunder bold on patient programmer (pp) screen. The patient was seeing the setting at on p2 at 0.4v. Patient was advised to go to the hospital. It was indicated that the implant itself was completely knocked out of place and felt like one could take it and put it in ones hands and move it around which happened in (B)(6) 2013. It was reported that patient fell really bad in (B)(6) 2013. It was noted that where the scar was one could feel the implant itself and could put their whole hand around it, unlike before it was nicely tucked in butt muscle. It was reported that the neurostimulator (ins) area was warm to the touch even though ins was off and there was a temperature difference on each side. The health care provider advised the patient to make sure ins was off and if there was a temperature difference. It was also indicated that the patient had many seizures and falls. It was indicated that the therapy was providing relief for her until 3 days ago. It was noted that her stomach pain came back which started before she shut the implant off. It was indicated that patient went to the health care provider make sure it wasn't a bladder infection. The patient indicated that the therapy was supposed to prevent the stomach pain and came down to the implant if was there was an issue with the implant. The patient did not have device checked after falling. It was reported that ¿patient had seizures and hit her head in three different spots and got diagnosis with epilepsy and did not think to have her ins check at that time and not there are some awkward things happening.¿ a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # v450734, implanted: (B)(6) 2010, product type lead. (B)(4).